Manufacturer narrative:
A correction based on informaton made available from explant investigation.

Manufacturer narrative:
Corrections based on newly received information.

Event description:
A revision surgery of a knee was reported where the tibial base and poly were exchanged.

Manufacturer narrative:
A correction based on new information (B)(4).